Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation of the subject guidewire, a small substance, potentially coating from the subject guidewire, was observed. The guide wire was not in contact with the patient. Procedure was completed successfully and there were no clinical consequences to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during preparation, a small substance, potentially coating from the guidewire, was observed. The guidewire was backloaded, and additional shaping was made by the smooth side of a guidewire introducer tool. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this event of "guidewire ptfe coating peeling".

Event description:
It was reported that during preparation of the subject guidewire, a small substance, potentially coating from the subject guidewire, was observed. The guide wire was not in contact with the patient. Procedure was completed successfully and there were no clinical consequences to the patient due to this event.